Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set adhesive issue event on (B)(6) 2026. The patient had difficulties using the infusion set, with problems keeping the site connected to their body. No further information available.